Manufacturer narrative:
Evaluation summary: a service engineer (se) inspected the device and replaced the graphical user interface (gui) alarm speaker assembly. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the 840 ventilator was switched on, the unit had a graphical user interface (gui) safety audible alarm system (saas) audio failure. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: the speaker was returned for failure investigation. The component was visually inspected and functionally tested with no malfunction or product deficiency identified. Conclusion: no fault found. If information is provided in the future, a supplemental report will be issued.